Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate shock due to atrial undersensing was observed. P waves were falling into post- ventricular atrial blanking period (pvab). Patient was reported to be discomfort. Programming changes were made to cover far r and far r was still sensed. The patient is being scheduled for an ablation.